Event description:
While performing a tubal ligation procedure, the applicator of the device tore the fallopian tubes when applying the bands. The bands broke during the application. All pieces were retrieved from the patient with no patient harm. A harmonic scalpel was used to complete the case since the tubes were torn already. There was no indication of diseased tubes and the patient did not require prolonged hospitalization.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.